Event description:
It was reported that the stimulation sensation "goes up and down" and that there was a "fading" sensation. The pt stated that he "just recently" changed the antenna and battery on the programmer. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).